Event description:
Customer reported on bravo ph capsule that failed to attach. The pt was not injured following the procedure.

Manufacturer narrative:
(B)(4). There was no required intervention to prevent permanent impairment/damage in this case. The information was updated in this supplemental.

Event description:
A repeat procedure was necessary due to the alleged device malfunction. Intervention was not required. The device operator has been performing this procedure for over five years. No other known adverse events were reported.